Event description:
It was reported that the handle broke off of the needle during a bone biopsy. The device did not break into the patient. A new needle from the same kit was used to complete the biopsy. There were no adverse consequences, no medical intervention and no surgical delay reported.

Manufacturer narrative:
The device was received by the manufacturer for evaluation and the complaint was confirmed.